Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse test) was unable to be duplicated due to the monitor resetting during testing. As received, the monitor was resetting. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the c/a board. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. In addition, the rear response button was torn. The root cause for the torn response button was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed a pulse test.